Event description:
Approximately 4 years post index procedure the pt presented with chest pain, ECG showed elevated st segment. Pt considered acs and was taken to cath lab. A q-wave mi is reported to have occurred. Pt had revasc with stent to distal rca, investigator has stated that this was a target vessel. Pt was discharged in stable condition with planned pci to take place approximately (B)(6). A planned non target vessel revascularization was performed approximately (B)(6) with 2 stents placed in the circumflex to treat worsening cad. Pt was discharged following day in stable condition. It was not assessed whether the mi and revascularization events were related to the study device, study drug or index procedure.

Manufacturer narrative:
(B)(4). Eval, results: myocardial infarction and revascularisation.